Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek inrange meter serial number (B)(4) compared to the laboratory results. The result from the meter was 4.6 inr and the result from the laboratory was 2.9 inr. On (B)(6) 2018 the result from the meter was 4.7 inr and the result from the laboratory was 2.9 inr. The result from a different coaguchek meter was 4.7. The specific different meter was not provided. There was no allegation of an adverse event. The patient's therapeutic range was 2.5 - 3.5 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method.